Event description:
It was reported that a revision surgery was performed due to unknown reasons.

Manufacturer narrative:
Following receipt of additional information concerning this case it has been determined that the initial report was submitted in error. Please therefore disregard this report. This is a duplicate complaint already reported under 1020279-2018-00886. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. [(B)(4)].